Event description:
The customer reported that the system intermittently failed to allow fluoroscopic exposures and exhibited intermittent functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The fluro functions pcb and monblock controller pcb were evaluated, cleaned and reseated. The 12 vdc power supply was also evaluated and recommended for replacement. The system was tested and found to be working as intended and returned to service.